Manufacturer narrative:
This report is submitted on march 9, 2020.

Event description:
Per the clinic, the patient experienced pain at the magnet site after a head trauma. Oral antibiotics were administered on (B)(6) 2020.